Manufacturer narrative:
(B)(4). The customer reported the unit had no display. There was no pt involvement. The unit was evaluated by a philips field service engineer. The internal cable connectors were reseated to resolve the reported symptom.

Event description:
The customer reported the unit had no display. There was no pt involvement.